Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error (e216), foreign objects in air-water tube and cylinder. A root cause could not be identified. Based on the results of the investigation, the alleged failure of scope communication error (e216) occurred due to corrosion on plug unit. The most probable cause of the foreign objects in air-water cylinder and tube could not be established. However, use of products such as simethicone, lubricants that contain silicone can cause deposits of white foreign material and thus are not recommended for use. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope exhibited scope communication error. The issue was identified at the time of reprocessing. There were no reports of patient involvement.